Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed the imaging window was detached near the lap joint section. The imaging window and sheath were also observed kinked. Media provided by the site showed the imaging window was detached. Analysis confirmed the reported clinical observation of catheter separation.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk to left anterior descending to 1st diagonal artery. After a stent was placed, the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during removal a slight resistance was felt, and the device got separated from the lap joint. The separated part was removed by trapping it with a 2.25 balloon and withdrawing it together with the stent. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous left main trunk to left anterior descending to 1st diagonal artery. After a stent was placed, the opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, during removal a slight resistance was felt, and the device got separated from the lap joint. The separated part was removed by trapping it with a 2.25 balloon and withdrawing it together with the stent. The procedure was completed with another of the same device. No patient complications were reported.